Event description:
It was reported that lead dislodgement was observed. Lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
A partial lead with the lead tip measuring 48.0cm was returned for analysis. The returned portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.